Manufacturer narrative:
The roche 9180 electrolyte analyzer serial number is (B)(6).

Event description:
The initial reporter received questionable roche 9180 lithium electrode assay results for two patient samples tested on the roche 9180 electrolyte analyzer. Patient sample 1. The initial result was 1.34 mmol/l. The repeat result was <0.10 mmol/l patient sample 1. The initial result was 1.21 mmol/l. The repeat result was <0.10 mmol/l the questionable results were not reported outside the laboratory. The initial results were compatible with the clinical presentation and were deemed correct.